Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. While on impella rp support, the patient developed access site bleeding. An additional mattress was placed and pressure was held to resolve the bleeding. Additionally, the patient was transfused with three units of packed red blood cells. The patient was successfully weaned from the impella rp and survived.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was most likely use related, additional mattress sutures were placed to prevent the bleeding as per the clinical description.